Event description:
A peritoneal dialysis pt has reported that they are unable to connect to the first connector on this dialysis set. There is no report of pt injury. There is no sample that is available for an evaluation.